Event description:
It was reported a patient underwent a laparoscopic procedure and intergel was used. A few days after the surgery the patient reported leaking a "pinkish gold" watery fluid from the laparoscopic port. The patient went to the emergency room. There was no leukocytosis, electrolyte imblance of urinary tract or bowel injury. Although there was no pain, the patient reported feeling bloated or full. The condition was reported appearing to resolve without additional intervention. It was also reported that this case involved extensive laparoscopic surgery leaving large areas of raw surface form which the peritoneum was stripped off. In addition, four of twelve patients undergoing laparoscopic procedure by the same physician, had identical descriptions.